Event description:
Device for cinching valve suture misfired while being deployed.what was the original intended procedure?redo sternotomy, aortic valve replacement, coronary artery bypass grafting and mitral valve repair.device #1is this a laboratory device or laboratory test?no.